Event description:
Patient reported right side deflation that is not related to the device, capsular contracture baker grade IV. Healthcare professional reported right side deflation, capsular contracture baker grade IV, seroma, and "patient was in a car accident". The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, seroma.